Manufacturer narrative:
Cracked siderail panel with sharp edges.

Event description:
It was reported by service report that the foot siderail panel is damaged. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.